Event description:
It was reported that the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock lead impedance measurements greater than 125 ohms. Technical services (ts) discussed troubleshooting, but it was decided to have the upper limit reprogrammed. No additional adverse patient effects were reported. Currently, this crt-d system remains in service.